Manufacturer narrative:
No similar complaints were found in the complaint database which were related to the complaint lot number. There was no patient harm. It is not known if another PICC or piv was placed in the patient. According to the complaint form no product is available for evaluation; therefore, a definitive root cause of the catheter breaking was not determined. There is nothing in the complaint to suggest that the device was used inappropriately. However, there are many reasons why the PICC lines can break. Some potential causes for the device breakage include: taping over the catheter tubing. Excessive pressure used when flushing. Force flushing when resistance is encountered. Another potential cause was identified based on the event description. The breakage occurred as the introducer was being removed. If an introducer needle was used it is possible that the introducer was not retracted parallel to the catheter tubing. When this happens, the needle may pierce or apply excess pull force to the catheter tubing and compromise the integrity of the tubing. Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of breakage.

Event description:
Per medwatch report (mw5060138) - "during PICC line insertion, introducer was removed and the catheter broke. The nurse was able to pull remaining catheter out of pt before any harm occurred. Md notified. (Note: the medwatch report received on 3/18/2016 was the first date that this complaint was received by argon as well as the argon edc sales team.)